Manufacturer narrative:
On 17-apr-2025: product investigation results: product return was received and evaluated. No failure could be identified. The product is according to specifications.

Event description:
The house fuses went out. Toothbrush that causes the short circuits - oral-b [device electrical finding]. Case narrative: consumer via phone stated that their house fuses went and the electrician confirmed it was the oral-b toothbrush, type 3765 that caused the short circuits. No injury was reported.

Event description:
House fuses went...toothbrush that causes the short circuits - oral-b [device electrical finding] case narrative: consumer via phone stated that their house fuses went and the electrician confirmed it was the oral-b toothbrush, type 3765 that caused the short circuits. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.